Event description:
A doctor contacted baxter (B)(4) regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) machine while the patient was connected in dwell 3. The doctor stated that there were 'spills' observed under the extraneal. There was patient involvement, but no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was not confirmed and the root cause could not be determined. The actual sample was received for evaluation. Visual inspection was performed and no abnormalities were noted. The sample was functionally tested in self test and priming. The sample was pressure tested and clear passage tested with no abnormalities found.